Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.